Event description:
Reporter alleged blood glucose device has some melting on it; however, the location and severity was not provided. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.